Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address three of the occlusion alarms and resumed insulin. Customer cleared the other occlusion alarms and resumed insulin. Customer's blood glucose level was 400 mg/dl.